Event description:
Caller reported a malfunction on the pump, specifically malfunction code 9. There was no confirmed impact on the customer¿s blood glucose level as it was unknown or unreported. Technical support provided assistance in resetting the pump, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues persist.